Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The father's customer reported that the customer had a blank display and battery outlimit on the insulin pump. The customer's blood glucose level was 190 mg/dl. The troubleshooting was performed. The customer was advised to insert new aaa alkaline battery on the insulin pump. The customer states that the display return. The customer was advised that the battery out limit may occur after the insulin pump rest. The customer was advised to monitor the insulin pump. The customer was that we will ship a replacement battery cap as a courtesy to rule out any possible issues with the battery cap.